Manufacturer narrative:
A product investigation was completed: the condition of the received drill bit 356.834 lot 9262127 could be confirmed as dull. As its diameter measures 4mm it could not be related to the k-wire attachment, which has a maximum clamping range of 3.2mm. Drill bits need to be verified for sharp cutting edges before surgery and have to be replaced in case they are dull. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that an intertrochanteric 31-a2 femoral fracture surgery took place. During the surgery, the surgeon tried to insert guide wire connected with the k-wire chuck but it did not rotate. An attempt to set the dial to 3.2mm was unsuccessful. Accordingly to the surgeon while performing oblique locking, the drill bit was very dull and did not work properly and took about five minutes to finish drilling. There was a reported surgical delayed for twenty minutes. This report is 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.